Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored atrial tachy response (atr) event showing vp-sr (ventricular paced, sensed ventricular) markers at 530ms (milliseconds) and farfield r-waves falling into the blanking periods. Programming changes were made to the atrial sensitivity from 0.25mv (millivolts) to 0.6mv and the atrial flutter response was programmed off. The patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored atrial tachy response (atr) event showing vp-sr (ventricular paced, sensed ventricular) markers at 530ms (milliseconds) and farfield r-waves falling into the blanking periods. Programming changes were made to the atrial sensitivity from 0.25mv (millivolts) to 0.6mv and the atrial flutter response was programmed off. The patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.